Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one controller and five batteries were not returned for evaluation. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(6), (B)(6), and (B)(6), as wells as several momentary disconnections that did not lead to power switching events involving (B)(6). Momentary disconnections will result in an audible tone or "beep". As a result, the reported event was confirmed. A power source lubrication procedure was performed on (B)(6) and (B)(6) on (B)(6) 2019. There is no evidence that the lubrication servicing was performed on the remaining devices. The most likely root cause of the reported premature power switching event and beeping prior to lubrication can be attributed to momentary disconnections between the controller and batteries. While the products were not available for physical analysis, the most likely root cause of the reported premature power switching event and beeping after lubrication can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. An internal investigation evaluated momentary disconnections prior to lubrication servicing. Additional products: d4: serial #: (B)(6), h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial #: (B)(6), h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial #: (B)(6), h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial #: (B)(6), h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d4: serial #: (B)(6), h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2019 / serial #: (B)(4), UDI #: (B)(4). No, device evaluation anticipated, but not yet begun. Mfg date: 24-apr-2018. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2019 / serial #: (B)(4), UDI #: (B)(4). No, device evaluation anticipated, but not yet begun. Mfg date: 24-apr-2018. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: unk / serial #: (B)(4), UDI #: asku. No, device evaluation anticipated, but not yet begun. Mfg date: unk. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2019 / serial #: (B)(4), UDI #: (B)(4). No, device evaluation anticipated, but not yet begun. Mfg date: 08-aug-2018. (B)(4). Heartware ventricular assist system ¿ battery. Model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2019 / serial #: (B)(4), UDI #: (B)(4). No, device evaluation anticipated, but not yet begun. Mfg date: 05-aug-2018. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller and several batteries exhibited power switching. The controller made a noise when the power switching occurred. It was also noted that the batteries had been previously serviced. The controller and batteries remain in use. No patient complications have been reported as a result of this event.